Event description:
The patient underwent transurethral needle ablation of the prostate three months prior which resulted in retrograde ejaculation. His urine stream was better since the procedure. The patient was to see his physician in two weeks. Further follow-up was not possible.